Manufacturer narrative:
Correction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned,

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was slightly impacted; however, the value was not provided. It was confirmed that the customer had manual insulin injections for diabetes management.